Event description:
A phone call was received from a man claiming to be the husband of a woman who had a port implanted a "few years ago, possibly at fairview hospital in minnesota." The man described the event to be the catheter separating/detaching from the port requiring "emergency surgery" to remove the port 2 months ago. This surgery was performed at the university of minnesota. The caller declined to give his name or phone number.

Manufacturer narrative:
Although no upn or lot number was provided, the reported device was most likely a non-valved port, as a shipping history for the hospital indicates that the hospital has previously purchased multiple upn for these devices. As we are, however, unable to determine the exact upn we are unable to perform a device history review. The co early 2009 complaint report does not indicate any trends for the product family of vaxcel ports and the failure mode of "catheter detached." The caller did not return a sample or give their contact information during the initial call, so we are unable to gather additional information regarding this event. Efforts were made to contact the appropriate territory manager to determine if the explant was reported, as well as to review historical complaints. The territory manager had no additional details from the account where the surgery allegedly took place and no previous complaints were found in the system. Without receiving product for evaluation, we are unable to definitely determine if the device met specifications or a root cause for the reported event. Manufacturing process controls for the vaxcel ports include dimensional and tensile testing of the catheter, and multiple inspection of the lock connector assembly. The directions for use packaged with the device provide instruction on how to connect the catheter to the port, as well as cautions on proper handling of the catheter and port insertion/placement precautions.